Event description:
Procedure type: colon resection. According to the reporter: the nurse mentioned in her email that when the device was shot it was stuck in the pt tissue and it was torn when the device was retired. A manual suture was used to repair it. No info about the use of reinforcement material. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).